Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0lneg, product type: lead. (B)(4).

Event description:
It was reported that the patient states he had neurostimulator implanted six days before reported event date. The patient states he was having some problems and patient¿s urologist was on vacation and the patient does not know the representative name. The patient states during the trial it worked for urinary and bowel. The patient states he has been having retention due to a prostate surgery in (B)(6) that got "botched up". The patient was in the process of getting catheterized again until patient¿s healthcare provider gets back from vacation. The patient wanted to talk with the representative because the patient was wondering if he should change programs. The patient states since implant the neurostimulator has only helped a little bit. The patient states he cannot increase stimulation above 0.05 or it was painful. The patient asking since he was going to catheterize, should he turn off the ins (stimulator) or turned it down to 0.0. The patient states the incision has healed pretty good. The patient was wondering if a lead could have dislodged. It was noted that the patient was having continued symptoms with urinary and bowel. Additional information received reports the patient asked for field representative to speak with a patient. Compatibility guidelines were requested for MRI, x-ray and/or fluoro and CT/cat scans. The patient states he had neurostimulator on (B)(6) 2014. The patient states one of the reasons why they had device implanted was for urinary retention and for bowels because of constant constipation due to a prostate surgery that was done back in (B)(6) and after that surgery the patient experienced constant constipation. The patient states when he did the trial for neurostimulator, the device did wonders for both urinary retention issue and bowel issue. The patient states, but since permanent device was implanted, it has been doing a little bit for the urination, but the patient still has to catheterize and it's doing nothing for the patient¿s bowels. The patient states yesterday he had to get catheterize, so the patient turned device off. The patient states, but his "bowels are really messed up, had a colonoscopy done a few months ago and that checked out ok, it's like the bowels get stuck in the middle of the abdomen by the bladder neck, by the bladder." The patient states maybe he needs to switch to a different program. The patient states he has device turned off right now due to the catheterization he had done the day before reported event date. The patient states he would rather wait before making any changes. The patient states even when he puts stimulation on low setting, stimulation kind of hurts. The patient states he doesn't feel the stimulation like he did when he did the trial. The patient states it kind of hurts in the intestines and where the incision was. The patient states this has been going on since implant. The patient states he knows with device implanted he cannot have a MRI. The patient was not stating he needs a MRI, he just wants to verify compatibility. The patient asks can he have cat scan or x-rays. The patient states his gi (gastrointestinal) doctor might perform an abdominal cat scan. Additional information received reports compatibility guidelines were requested for MRI because the patient needs MRI for their ankle. The patient was implanted on (B)(6) 2014. The patient never had therapeutic effect. It¿s not doing much since the implant. The patient noted they should had waited to have the implant due to their ¿bad leg¿ to see what was going on there before the implant because they need a MRI. The device was implanted on their right side because the reflex was better. It was noted that the test went a lot better, but that was before their leg got damaged again. When the patient have it on they have to have the settings really low for example .003 and that¿s why it¿s not working very good, and the patient was getting the vibrations going down the leg instead of my scrotum and penis. The patient asked if his leads could have slipped. It was suggested to discuss with healthcare provider for lead placement with an x-ray. He was going to see their neurologist five days after reported event date, and then the patient asked about device explant procedure. The patient reports stimulation in the wrong location. It was reported eleven days later that the patient called regarding tens(transcutaneous electrical nerve stimulation) unit guidelines for use on the patient leg, knee and quads because the patient has a bad right leg. It was confirmed that the leg problems were not related to neurostimulator. The patient states he has neurostimulator implanted in his buttocks on the right side. He had tens last week with stimulation turned off and when he turned stimulation back on he was not getting the same vibrations that he did before and had to increase to from 2.0 to 2.1 to feel stimulation sensation like he did before. He had stimulator reprogrammed by the representative on the (B)(6), and the patient was then getting "good vibrations" in the sacrum area. Also had an x-ray prior to programming session to see if the lead had slipped, but it had not. The patient wanted to know if tens therapy would cause the lead to slip. The patient wanted to know if his leads from neurostimulator would go down to his legs. The reason he has neurostimulator implanted was because he had seen a different urologist in (B)(6) 2013 prior to neurostimulator implant and had surgery on his prostrate which lead to nerve damage and "messed everything up". After that surgery, the patient had total constipation and couldn't urinate. He has neurostimulator implanted for bowel constipation and urinary retention, he has no problems with incontinence. It was noted that sometimes, the neurostimulator works for the bowels, and sometimes not. It was reported sometimes, in the morning he will have a bowel movement from taking metamucil, but then later in the day he has to go again, but can¿t and feels all bloated and everything. The patient gi (gastrointestinal) doctor did a colonoscopy and a CT scan and they both checked out okay. Also, the patient was having urinary retention concerns and has to self-catheterize. The patient initially reports these problems started since his prostate surgery in (B)(6) 2013, however, patient services later realized this was prior to neurostimulator implant. He had to take so much metamucil and the night before reported event date, in the middle of the night he had to make a bowel movement, and half of it came out, and the other half was stuck and the patient had to push and push. It seems like when he can use his bowels, the urine also comes out. The patient had neurostimulator programmed twice, and every time the representative programs it, he was feeling stimulation for a few days and then it stops. The representative was notified on implanted date of (B)(6), and in the beginning the vibration was going down his bad leg and hurting his leg, so to make it comfortable he had to have it at .03 and that was too little and wasn't really working, so the representative reprogrammed it. He felt stimulation sensations really strong after programming, but then a couple days later it started to get weak. The patient has noticed the last week neurostimulator has cut his self-catheterizing from 7 or 8 times a day to only 3 times a day. However, the patient was still having issues with his bowels. After he has a bowel movement in the morning from the metamucil, he feels like as the day was going on and he eats, he feel it getting stuck again. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.